Event description:
It was reported that the sensor was not communicating with the tandem pump. The patient's parent stated the patient had experienced the issue with four different sensors. The sensor had been inserted into the abdomen at the time of the event. On (B)(6) 2022, the patient had inserted a new sensor; however, she was unable to establish communication between her sensor and her pump. As a result, the pump had not delivered insulin and the patient experienced nausea, thirst, a headache, shortness of breath and palpitations. The patient was taken to the hospital by her parent where her bg was 700 mg/dl and diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) and treated with IV fluids, IV insulin, and IV magnesium. At the time of the report, the patient remained hospitalized. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.